Event description:
It was reported that the customer experienced a low blood glucose (bg) of 28 mg/dl. Due to the bg level, customer was sweating, became unresponsive and lost consciousness. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Reportedly, the customer requested and approved a large user bolus; this action was followed by the low bg event. The customer required assistance to consume orange juice to address the bg. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.